Manufacturer narrative:
Information was received indicating that the event occurred during patient use however, there was no patient injury. Device evaluation completion date: 11/01/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with damaged lens, contaminated bottom and corroding/moldy latch box. During analysis, the customer's complaint regarding "error code 41301, and cassette is hard to remove" was confirmed, cassette was hard to remove, could only verify error code happened several times. In addition, fluid intrusion/corrosion and some mold within latch lock and flex circuit were noted. Service will replace the latch lock and flex circuit for corrosion/mold from fluid intrusion, service will also replace the main printed circuit board (pcb) for precaution, and the downstream occlusion (dso) for contamination. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 41301,1003 and the cassette was hard to remove. The patient was receiving morphine when the pump showed "error" message on the screen with a code and constant beeping. The reported issue occurred while the pump was in use with a patient, however, there was no patient injury. There was residue on the outside of the pump. The patient was supplemented with oral medication.